Manufacturer narrative:
A customer in (B)(6) notified biomérieux of recurrent misidentifications of enterococcus faecalis qc strains as enterococcus faecium, in association with vitek® 2 gp ID test kit. An investigation was performed. The intended identification to enterococcus faecalis was confirmed on vitek ms v3 (knowledge base v3.0). On vitek 2 (v7.01) gp cards, one (1) card of the customer lot (cl1 : 2420434403), one (1) card of the customer lot (cl2 : 2420330113) and one (1) card of a random lot (rl : 2420490403) were tested from cba subculture. All three (3) card lots gave an excellent identification to e. Faecalis. The customer misidentification was not duplicated in-house. The vitek 2 gp card performed as intended. No further action is required.

Event description:
A customer in (B)(6) notified biomérieux of recurrent misidentification of their qc strain, nctc 12697 enterococcus faecalis, in association with vitek® 2 gp ID test kit (ref. 21342, lot 2420434403). The vitek® 2 card identified this strain as enterococcus faecium. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. There was no patient associated with the qc strain. A biomérieux internal investigation will be initiated.